Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and motor error. The customer¿s blood glucose was 415 mg/dl and 146 mg/dl. It was reported that they had no delivery alarms. The customer reported that they had motor error and also found motor position encoder error in the history. The customer was able to rewind. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by changing complete set (infusion set and reservoir). The customer was advised due to multiple motor errors we will replace the pump. The customer was advised to contact doctor regarding back up plan. The customer declined troubleshooting for high blood glucose. The devices will be returned for analysis.